Event description:
It was reported by service report that load cells were out of range and bed exit failure. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - load cell.